Event description:
Boston scientific received information that the patient with this device reported being told by a physician that their device needed to be replaced. The patient expressed concerns that the device did not last as long as she expected. As of today, information suggests that the device remains in service. There were no adverse patient effects.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.